Manufacturer narrative:
Samples were collected in bd 13x75mm lihep plasma tubes and centrifuged at 3,000 upm for 10 minutes at 18º c and stored at 20-25º c. Per the customer, qc is run three times in 24 hours and was in range prior to the event. Service was not dispatched for this event. Four (4) samples were sent to customer product line support (cpls) for further testing. Cpls testing confirmed a heterophile interference and an interference which likely relates to alkaline phosphatase, which is the root cause for this event. This reportable event was identified during a retrospective review of complaints within the date range of (B)(4) 2010 - (B)(4) 2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an elevated troponin (accutni) result, above the acute myocardial infarction (ami) cut-off, on one (1) patient's sample that was generated by the access 2 immunoassay system. Subsequent samples were also elevated. The erroneous results were reported out of the laboratory. The physician suspects heterophilic interference is causing the false positive accutni results. Although patient was examined by a cardiologist and an electrocardiogram (ECG) was performed, no invasive treatment was initiated due to the erroneous results. Based on the ECG, no clinical issues were found and no ischemia was noted.